Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported they had notified their managing physician regarding the event issues (last appointment unknown). Regarding the circumstances/cause of the issues, the patient mentioned that they thought it might have been the heat because they have a problem with temperature change/heat. The patient waited but things did not change, so they changed from program 1 to 2. Also, it was not confirmed that the device had moved as the patient just wondered if the wires changed position. When the patient asked when the new device was put in where the ¿program/wire was different, they said no. As a step taken to resolve the issue, the patient changed to program 2 which worked a little better. When asked if the issues were resolved, the patient responded that they were still working it out. They were going to try #3 after a while to see how they reacted to that setting. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient felt the device was not as good as the old one and ¿it is kind of getting worse¿. They stated that they thought it was the heat because the heat ¿does it to him¿. The patient mentioned that they were born without a rectum and had the implantable neurostimulator (ins) for bowel incontinence. Program 1 had working best on the previous device (first) device but on the current device they could feel it but it was not where it should be (¿it's not doing nothing with the muscles¿). As an action taken prior to report, the patient had increased it up as high as it could go. They also tried shutting it down and resetting it a couple of times. It was not confirmed if the issue was sudden or gradual. They wanted to be reprogrammed to a ¿different level¿ but did not have access to the programmer as they were at work. The patient was going to try changing programs when they got home. The patient also stated that ¿he thinks something moved¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.